Event description:
Device evaluation: the device was received inserted in its mo.ma ultra box. Negative pressure was applied on both inflation lines by connecting a vaclock syringe filled with water to the lateral luers. No leakage was detected on the distal inflation line. Bubbles stopped after 15 seconds. Bubbles continued to appear after 15 seconds when the proximal inflation line was tested, indicating a leakage. Both balloons were then tested by inflating them. The proximal balloon inflated with no issues noted however the distal balloon was noted to have a long surface tear and was stretched.

Manufacturer narrative:
(B)(4). Results: related to operational context (condition of the balloon of the returned device suggest that the distal balloon may have been over inflated). Conclusion: operational context caused or contributed to the event (condition of the balloon of the returned device suggest that the distal balloon may have been over inflated).

Manufacturer narrative:
(B)(4). Results: (based on information to date cannot determine a root cause). Conclusion unable to confirm complaint based on current information.

Event description:
The physician was using a mo ma ultra device to treat a lesion in the carotid artery which exhibited moderate calcification and moderate tortuousity, stenosis greater than 75%. No resistance was encountered at the time of balloon insertion. It was not possible to inflate the mo ma device. While preforming negative pressure on the device air bubbles were noted coming from the device. The event did not affect the patient.